Event description:
The reporter indicated that a 12.6mm vicmo_12.6 implantable collamer lens -15.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2032 as a replacement lens to address low vault with rotation but it did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault and lens rotation and the problem resolved. Cause of event was unknown. See MFR # 2023826-2023-01210 for claim against the initial lens.

Manufacturer narrative:
Patient identifiers: (B)(6). Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -15.0 into the patient's left eye (os) on (B)(6) 2023 as a replacement lens. The patient experienced a low vault with rotation: lens dislocation/ subluxation and refractive surprise. Reportedly "intraocular lens displacement, see the edge of intraocular lens". On (B)(6) 2023 the lens was exchanged with the same model, two sizes longer length, 1.0d stronger power and the problem was resolved. Reportedly "the patient is in good condition". The reporter indicated the cause of the event was unknown. H6- type of investigation code: 4110 - lens work order search-one similar complaint event(s) within associated lots were found. H6-health effect- clinical code: "2137" should be added. H6- medical device problem code:"2993, 1401, 2923" should be added. Claim# (B)(4).